Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2017 an expedium system was applied in an unknown procedure. On (B)(6) 2020 a revision procedure (mob; multiple operated back) in t12, l1-l4, 5 was performed to treat purulent spondylitis. The driver shaft (289410300) was used to remove expedium rod. An unusual noise was heard and when the surgeon continued the removal, the driver shaft¿s tip twisted off. The fragment and the rod were removed from the patient¿s body. The procedure was completed less than a 30-minute surgical delay. Concomitant devices: unknown rod (part#: unknown, lot#: unknown, quantity: 1). Unknown set screw (part#: unknown, lot#: unknown, quantity: unknown). This report is for one sfx x20 torque driver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary background: on (B)(6) 2017 expedium system was applied in an unknown procedure. On (B)(6) 2020 a revision procedure (mob; multiple operated back) in t12, l1-l4, 5 was performed to treat purulent spondylitis. The driver shaft (289410300) was used to remove expedium rod. Then, unusual noise was heard. When the surgeon retried the removal, the driver shaft¿s tip was twisted off. The fragment and the rod were removed from the patient¿s body. The procedure was completed less than 30-minute surgical delay. No further information is available. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity 1). Unknown set screw (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the sfx x20 torque driver shaft (part # 289410300/ lot # nw237245) was received at us cq. The distal driving tip was completely broken off the shaft. None of the driving tip remained, no fragments were returned. The breakage was a clean transverse break. The received condition was consistent with the complaint condition thus the complaint was confirmed. The distal tip of the device was broken. Conclusion: the overall complaint was confirmed for the received sfx x20 torque driver shaft as the distal tip was completely broken off. Although no definitive root-cause can be determined its possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a review of the device history record. Device history lot : a review of the receiving inspection (ri) for xconnector driver, x20 was conducted identifying that lot number nw237245 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 01 jul 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. D11: concomitant product added to complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.